Event description:
The customer reported that their device lost power and would not come back on during a patient event. The customer indicated that they had just completed transmitting a stemi to the local hospital when the device lost power. The patient was reported to have complained of radiating pain in his arms and was experiencing pressure in his chest. There was no report of any adverse outcome of the patient during this reported event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the external usb data cable was causing the reported loss of power. After the cable was removed, observed proper device operation through functional and performance testing. The device was returned to the customer for use.